Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and retract the needle or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that the customer's blood glucose was above 400 mg/dl and that when she checked the pod, she noticed that the needle never retracted.